Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 30 mm mitral annuloplasty ring, the ring was explanted and replaced with a 29 mm mitral bioprosthetic valve due to residual central jet regurgitation. There were no additional adverse patient effects reported.